Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was intermittent. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Concomitant medical products: model: dtba1d1, crt-d; implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead triggered a lead integrity alert (lia) with increased sensing integrity counter (sic), oversensing and noise, increasing and unstable thresholds, unstable impedance, and suspected insulation damage. Programming intervention was done to turn "off" the lead and the patient received a "life vest" to wear until the scheduled lead replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead had been capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.